Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to the specification, fold crease, and a deformation. Clouds and bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture of the device were observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, device serial numbers, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown and implant exchange.

Event description:
Physician reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.